Manufacturer narrative:
MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Hold - ab 08/05/2013knee pain [arthralgia]. Knee was swollen [joint swelling]. Case description: spontaneous report was rec'd on (B)(6) 2013 from a physician assistant regarding a male pt (age not provided), initials (B)(6). The pt's medical history was significant for previous use of synvisc-one. On (B)(6) 2013, the pt initiated treatment with synvisc one (hylan g-f) injection, (route and dosage regiment not provided) in an unspecified knee. On unspecified dates in (B)(6) 2013, the pt was seen by the doctor and was given treatment with medrol (methylprednisolone) dose pack for knee swelling and knee pain. The action taken with synvisc-one treatment was not provided. The out come of the events was not provided. Concomitant medication reported was lidocaine. The intensity for the events was not provided. The reporting physician did not provide a causal relationships between synvisc-one and the events.